Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The color control board was recommended for replacement to resolve the issue.

Manufacturer narrative:
Ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a4, a5, and a6: no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.